Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported the implantable neurostimulator recharger (insr) antenna was damaged and recharging was taking too long. It took the patient four hours to charge and she had to charge it every other day. The patient got four coupling boxes at the most. This started about a month ago. The patient turned stimulation off, but realized how much she needed the stimulation. There were no falls or trauma. A replacement insr antenna was sent to see if that would resolve the issue. The patient's indications for use included non-malignant pain and other chronic/intract pain (trunk/limbs). Additional information received from the consumer reported the replacement antenna did not resolve the recharging issues. The patient met with a manufacturer's representative (rep) who said the device probably moved. The patient could not get the device to charge past 2 or 4 and it was a long and tedious time charging. The rep told the patient the "box" needed to be surgically pulled forward. There was no outcome reported regarding this event. Follow-up is being conducted to determine this information. If additional information is received, a follow-up report will be sent.